Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that she went to the hospital for a treatment not diabetes related. The customer also reported having unexplained high glucose of 220 mg/dl, and she was treated with manual injections. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run a fixed prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to complete the testing. The customer called back and stated that she was experiencing unexplained low blood glucose of 42 mg/dl, and she has treated with glucose tablets. The caller mentioned that the reservoir was showing the same amount of insulin that the status screen shows. The customer stated that she is using eye drops for her cataract surgery, which is causing her glucose level to rise. The caller also stated that she was wearing the device while having an x-ray procedure. The customer requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.